Manufacturer narrative:
The tech found the control panel was not working. He replaced the control panel to repair the bed.

Event description:
Info received indicates the bed has no trendelenburg function.